Event description:
During procedure for removal of stent, the stent broke approximately 3" of distal portion remained in pt. F/u procedure done in 2002 was successful in removing remaining portion of stent.